Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). Baseline was noted to be normal sinus rhythm. The membranous septum was measured to be 2.1mm. Under the right coronary cusp, a small area of calcium was noted in the left ventricular outflow tract. During the procedure, after the recapture and redeployment, the patient experienced an episode of a complete heart block. The valve was able to be implanted at the depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Final gradient was 4 mmhg; following that intermittent conduction disturbances were observed before exiting the catheter lab. A temporary pacemaker was placed to stabilize the patient. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve the event. The patient had an extended hospitalization. The patient was discharged.

Manufacturer narrative:
It was reported that after the recapture and redeployment the patient experienced an episode of a complete heart block during navitor implant procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical and surgical interventions were result of a temporary and permanent pacemaker was implanted to resolve the event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). Baseline was noted to be normal sinus rhythm. The membranous septum was measured to be 2.1mm. Under the right coronary cusp, a small area of calcium was noted in the left ventricular outflow tract. During the procedure, after the recapture and redeployment, the patient experienced an episode of a complete heart block. The valve was able to be implanted at the depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Final gradient was 4 mmhg; following that intermittent conduction disturbances were observed before exiting the catheter lab. A temporary pacemaker was placed to stabilize the patient. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve the event. The patient had an extended hospitalization. The patient was discharged.